Event description:
Customer complained of "cooked tissue". On (B) (6) 2008, a three basket run came off an overnight protocol with approx 50-60 blocks of tissue affected to some degree and one tissue block was affected to a degree that it was un-diagnosable. The undiagnosable tissue was reconstituted and was then diagnosable.

Manufacturer narrative:
Instrument logs recording protocols used and user activity were reviewed by company and found instrument was running to specification (no errors reported) and that protocols used by customer were not optimal. Analysis of logs showed: instrument running to specification, no errors were logged during processing on (B) (6) 2008, instrument had 18 tissue runs and 45 cleaning runs since (B) (6), the two hour run needs the first wax step extended to 25 minutes, some threshold and temperature setting could be changed slightly to eliminate possible confusion. Application analysis of the tissue showed: poor nuclear detail, patchy staining, the presence of blue hue or blue haze called nuclear meltdown (where the nuclei are not the purple/blue colour but more royal blue colour). Some areas of the tissue seem to have a diathermic or over-heated appearance. There is tissue disruption, tissue displacement, and the sections are uneven and fuzzy. Possible root causes: nuclear meltdown is hard to determine, but can be caused by: allowing the specimen to dry out before fixation. Using contaminated reagents (xylene with water, wax with formalin or ethanol). Failing to completely replace solvent with wax. Over-heating the section during the drying step prior to staining or incomplete dewaxing. Conclusion: cause of poor staining is multi-factorial, but is most likely to be related to upstream tissue processing/techniques and or non optimal instrument settings.